Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of mynx vascular closure device, it was reported that the mynx failed to insert in the sheath as there was resistance. There was no patient injury.

Manufacturer narrative:
Additional information was received and "description of event" was updated, see first paragraph below. During use of 6/7f mynxgrip vascular closure device (vcd), it was reported that the mynx failed to insert in the sheath as there was resistance. There was no patient injury. Multiple attempts were made without success to obtain additional information. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock close as received. The sealant and advancer tube were in manufactured position. The procedural sheath that was involved in the reported complaint was not returned with the device. The returned device¿s atraumatic wire distal tip was observed bent/damaged as received. In addition, a longitudinal tear was observed in the balloon of the returned device. The balloon loss of pressure failure was not reported in the complaint. Without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the device¿s atraumatic wire distal tip was bent/damaged, the device was able to be inserted through the lab introducer sheath without issue during the investigation. A device history record (DHR) review of lot f1809505 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis since the involved sheath was not returned and the functional analysis was successfully performed. However, an additional failure of balloon loss of pressure was confirmed through leak test. The root cause of the event experienced could not be conclusively determined. Based on the limited information available for review, it is not possible to determine the contributing factors to the inability to advance in the sheath since functional analysis was performed successfully. It is possible that there was damage to the sheath, however, this could not be confirmed without return of the procedural sheath. Additionally, the investigation found a longitudinal tear on the balloon of the returned device which likely occurred during handling of the device. According to the instructions for use, ¿insert mynxgrip into the procedural sheath up to the white shaft marker. Inflate the balloon until the black marker is fully visible on the inflation indicator.¿ the IFU also instructs users to discard the device if the balloon does not maintain pressure. The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.